Manufacturer narrative:
Investigation/conclusion: the customer's observation was not replicated in-house with retention and return devices. The retention devices were tested with 20 miu/ml cutoff hcg urine control and 3 high level of hcg urine controls (205.2 iu/ml, 208.6 iu/ml and 216.8 iu/ml), all results were positive at read time and no false negatives were obtained. The customer returned one (1) unused device which was tested with hcg high level 205.2 miu/ml. The test result showed positive at read time and met quality control (qc) specification and no false negative was obtained. Manufacturing batch record review did not uncover any abnormalities. The root cause could not be determined without patient specimen in-house analysis. Based on the information available, there is no indication of a product deficiency and no corrective action is required at this time. This issue will be subject to tracking and trending.

Event description:
Complaint was received from distributor on (B)(6) 2015. On (B)(6) 2015, the customer reported negative home pregnancy tests on a (B)(6) female. The patient presented, to the office, for secondary amenorrhea. The consult diagnostics hcg cassette urine hcg, lot hcg4090266, result was negative. The patient was sent to laboratory where the serum quantitative result was 159,573 units. The following day, (B)(6) 2015, the patient had an ultrasound which showed that the patient was pregnant with twins at 12 weeks and 5 days. The patient was again tested on the consult diagnostics hcg cassette urine hcg, using a different lot # hcg4090265, and the result was negative. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(6). The consult diagnostics hcg combo cassette lot# hcg4090265 referenced is being reported under a separate medwatch manufacturer report number 2027969-2015-00360. Investigation pending.